Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege pt had suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, debilitating lack of mobility, high levels of toxic metal in his blood stream, conscious pain and suffering and loss of earnings.

Event description:
Litigation papers allege patient has suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, debilitating lack of mobility, high levels of toxic metal in his blood stream, conscious pain and suffering and loss of earnings. ***update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to pain and elevated cocr levels. It was noted that the cup had minimal bony ingrowth.

Manufacturer narrative:
Depuy still considers this investigation closed.